Manufacturer narrative:
Patient information was unavailable. Event date: (B)(6) 2013 taken from the journal article, journal of clinical neuroscience 20 (2013) 1718-1722. While this issue is deemed due to use error, as the scan was not to medtronic protocol, there was an extensive delay of therapy for the patient. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported an event that was identified in a journal article: electromagnetic stereotactic navigation for external ventricular drain placement in the intensive care unit by mahan, spetzler and nakaji. While in a cranial procedure, the patient had insufficient facial anatomy captured by the high-resolution computed tomography (CT) scan and a second high-resolution CT scan solved the problem. This led to a total procedure time of 8 hours 11 minutes, which is partially attributable to other emergency tasks of the resident responsible for the procedure. The actual procedure length was 18 minutes. No further details of the procedure were provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.